Manufacturer narrative:
(B)(6) 2015. A spacelabs field service engineer (fse) was dispatched to evaluate this issue. The customer reported the device shut down when switched to vent mode from bag mode, the power was then reset, the mode was switched from bag to vent and normal operation resumed to complete the surgical case. No tests were performed on site. Error logs were collected for review. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete. (B)(6) 2016. Based on the service logs and onsite investigation by a spacelabs field service engineer, faulty communication from the du to acb was found. The issue was not reproducible; no trouble was found upon investigation; the unit passed all functional tests. The unit was returned to service without further issue. During the event clinical staff responded appropriately per their training; manual ventilation, medical gases and alarms remained operational. This investigation is considered complete and this particular issue closed. (B)(6) 2020. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00132, that mistakenly identified the manufacturer report number; at FDA form 3500a top of page 1 and section g(9) and mistakenly identified the manufacturer by listing the manufacture¿s affiliate entity.

Event description:
Spacelabs received a report that on (B)(6) 2015, an arkon anesthesia machine shut down at the beginning of a surgical case. No one was injured as a result of this event.